Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn b)(6) was performed from the date of manufacture, 28-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the user was unable to issue medications. A technical support specialist (tss) reviewed the system to identify the cause of the user issue. The tss compared local bin information with the network database and identified inconsistencies, along with missing item data, which suggested that bin data may have been affected during a previous drawer board repair. The tss discussed the prior activity with the team involved and confirmed that no manual bin data deletion was performed, although configuration changes were made within the medbank application. The tss collaborated with product support engineers to validate the behavior for further product review. A reverse synchronization of bin data from the network database was completed, resulting in successful restoration of the item information, with no data conflicts identified. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue medications. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.